Event description:
Caller reports patient tested 5.9 inr on the coaguchek s system and 4.4 inr on a comparison lab. No treatment based on device result. No adverse event reported. Requested return of suspect system and replacement sent.